Event description:
It was reported that the 10mm full perf flat drain broke when attempting to remove it. Add'l clinical follow up with the customer indicated that the tubing pulled apart at the "level of the skin" when removing from the pt. The drain left in the pt required add'l surgery for removal. The revision surgery was successfully completed and there was no add'l harm to the pt.

Manufacturer narrative:
The device was not returned to the MFR for evaluation. A review of the mfg records was performed. There were no nonconformance during manufacture that would be related to this complaint. All testing requirements were met. The cause of the reported issue is unk.